Manufacturer narrative:
As reported, after use of a 6/7f mynxgrip vascular closure device (vcd) and manual pressure held for five minutes, the patient complained of ten out of ten pain at the groin site and a hematoma was noticed to be forming. The physician was called, and the hematoma was noted to be greater than 6 cm. The technician held full manual pressure for forty additional minutes to compress the hematoma. The patient was lying flat on the table when the bleeding started. No act was taken during the procedure. Multiple sheath exchanges had not been made; however, there were multiple stick attempts made before intravascular access was achieved. The product was stored per instructions for use (IFU) and opened in a sterile field. A groin angiogram was performed prior to closure. Deployment was successful and the site looked good per the technician. The patient was sent to recovery after holding manual pressure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No calcium or tortuosity was noted on angiogram. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea). The puncture site was not below the bifurcation. A posterior wall puncture is debatable, because no other testing such as computerized tomography (CT) or ultrasound were performed post closure. A 6f non-cordis sheath was used for a st elevation myocardial infarction (stemi) diagnostic procedure with an antegrade approach. The user was trained to the device. The device was not available to be returned for analysis. A product history record (phr) review of lot f2305904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common post-procedural complication and is listed in the IFU as such. Access site hemorrhage events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal/sealant placement technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, stick technique likely contributed to the bleeding event experienced since it was reported that multiple sticks were attempted before intravascular access was achieved. Puncture-site pain is an unpleasant physical discomfort or sensation experienced by the patient at the catheterization access site. However, pain is subjective to the patient, and there are many potential causes to the pain reported. It¿s likely related to the same factors that contributed to the bleeding event. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed.¿ additionally, the IFU states that the user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Based on the product history record review and information available for review, there is no indication that the event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, after use of a 6/7f mynxgrip vascular closure device (vcd) and manual pressure held for five minutes, the patient complained of ten out of ten pain at the groin site and a hematoma was noticed to be forming. The physician was called, and the hematoma was noted to be greater than 6 cm. The technician held full manual pressure for forty additional minutes to compress the hematoma. The patient was lying flat on the table when the bleeding started. No act was taken during the procedure. There were no multiple sheath exchanges. There were multiple stick attempts made before intravascular access was achieved. The product was stored per instructions for use (IFU) and opened in a sterile field. A groin angiogram was performed prior to closure. Deployment was successful and the sight looked good per the technician. The patient was sent to recovery after holding manual pressure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No calcium or tortuosity was noted on angiogram. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea). The puncture site was not below the bifurcation. A posterior wall puncture is debatable, because no other testing such as computerized tomography (CT) or ultrasound were performed post closure. A 6f non-cordis sheath was used for a st elevation myocardial infarction (stemi) diagnostic procedure with an antegrade approach. The user was trained to the device. The device was discarded; therefore, it will not be returned for evaluation.